Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: unknown. 510(k): report is for an unknown quantity of unknown screws. Part and lot numbers were not provided by reporter. Implant date: unknown. Explant date: unknown when / if devices were explanted. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device manufacture date: unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a during a professional education program, one of the presentations submitted included the attached slide showing a (B)(6) year-old male repeat offender (non-complaint patient) one (1) year after open reduction internal fixation (orif) pilon, showing a broken pilon plate, non-union and significant soft tissue contusion. The reporter indicated that they were unaware if the device is a synthes product because the surgeon uses competitor's products as well. The reporter is also unaware if event was reported in the past. There was a surgical delay of unknown duration reported. This report is for an unknown quantity of unknown screws. This report is 2 of 2 for (B)(4).